Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es areas got removed from pyxis. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the areas got removed from care station unit (csu) pyxis machine. A technical support specialist attempted to investigate the removal of areas from the csu pyxis machine by reviewing available reports and the database. However, there was limited information regarding who specifically performed the removal. Upon further inspection of the database, found that changes made to the csu station were associated with the user account. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es areas got removed from pyxis. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.